Event description:
The customer reported via phone call that they had a no delivery alarm while bolusing. The customer reported observing insulin exiting when they removed the insulin pump from their body. Customer's blood glucose was 146 mg/dl troubleshooting found the customer did not have a bent cannula. Customer also reported receiving another no delivery alarm after connecting back to their infusion set. The customer was advised the alarm may be caused by a site/set occlusion. Customer also had a motor error alarm while troubleshooting. The customer was advised to change their infusion set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.